Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences when blood glucose was not low. Customer states sensor glucose was 80 and blood glucose was 50 mg/dl. Customer reported that her blood glucose drops faster than sensor can detect. Customer declined troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.